Event description:
Reported a failure code fc 812:02 on this collleague device. Although attempts were made by baxter to obtain additional info from the reporting facilty, detals were not available regarding pt demographics, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
This device was evaluated on-site by baxter. This reported condition of failed code 812-02 was confirmed.